Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer did not troubleshoot for high blood glucose reading. Customer also reported blank display issue. The issue was not resolved, battery cap was misplaced. Customer was not calling back after receiving battery cap. Customer was using (B)(6) battery for their insulin pump. Customer will be receiving new battery cap via mail. Insulin pump will not be returning for analysis.